Event description:
It was reported that (1) hp052 was used during a lap nissen fundoplication procedure. It was reported by the rep that the black electrical plug broke in the hands of the circulating nurse at the end of the case. There was no consequence to pt.